Event description:
According to the reporter, during a thoraco/lobectomy procedure, for the first firing for lobectomy, the surgeon pushed the green button of handle and tried to squeeze the handle, however could not squeeze it. Replaced by a new cartridge, the firing was completed with no problem. The status of the patient is no problem.